Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
This complaint is considered closed.

Event description:
Patient was revised to address pain. (Hip)

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges bone fracture, dislocation with open reduction, and elevated metal ions.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges bone fracture and dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot code 2280280. A search of the complaint database search finds (B)(4) additional reported incidents against lot code 229151 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.